Event description:
As reported to coloplast though not verified, the patient consulted for stress urinary leakage with no response to conservative measures. After confirmation of a leak associated with urethral hypermobility, a trans obturator sling urethropexy (aris) was performed in (B)(6) 2018. Post-operatively the patient experienced persistent mixed incontinence and residual urethral hypermobility. An endoscopy reveals nothing of note. In 2020, the patient complained of pain in the right hip, right ischium and right obturator region. Myofascial infiltrations were tried, which temporarily improved the symptoms. Due to the chronicity of the symptoms, the patient was referred to a tertiary center for management, but ultimately had the sling radically removed in (B)(6) 2021. Postoperative follow-up showed a significant reduction in locoregional pain, but subsequent continence could not be assessed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.